Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units fiber optic sensor cable is broken. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) that encountered the issue replaced the fiber-optic sensor extension cable. The unit passed all functional and safety tests according to factory specifications. The iabp passed all functional testing.